Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the analysis, there was temporary sensor inaccuracy observed at the time of the reported event, due to initial stability issue after insertion of the sensor. One of the causes for the initial stability may be because of lack of proper hydration of the sensor. After the system stabilized, the mean absolute relative difference (mard) between 18th to 31st of march, displayed a value of 11.85% which confirms the accuracy between the sensor readings and fingerstick calibration entries had improved.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event. Patient felt shivering, difficulty finding words and strong heartbeat. Patient alleged that no alert was received on the mobile device and the transmitter did not vibrate. Sensor reported 5.8 mmol/l and the blood glucose (bg) reported 3.8 mmol/l. Patient did not require any medical attention and was able to resolve the issue by herself. Patient is doing fine.